Event description:
It was reported that a patient underwent an incisional hernia repair procedure on an unknown date and mesh was used. After one year, on (B)(6) 2012, the hernia recurred and the patient underwent an open reoperation. During the reoperation, the surgeon found that the mesh had completely come away, was attached to the bowel and had rolled up. Additional information was requested.

Manufacturer narrative:
Pt underwent a laparoscopic incisional hernia repair procedure in 2011.

Manufacturer narrative:
(B)(4):hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01021. The same patient is represented in each medwatch.